Manufacturer narrative:
This device was previously reported in related manufacturer reference# 1627487-2019-07538.

Event description:
Further follow-up indicates that only the ipg was explanted and replaced which was previously reported in related manufacturer reference# 1627487-2019-07538. The leads remain implanted and providing effective therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers 1627487-2020-01938, 1627487-2020-01939. It was reported that the patient's system was explanted due to "not working". Further information is currently not available.